Manufacturer narrative:
The involved device was not returned from the user facility. A review of the device's lot manufacturing history was not possible since the lot number was not reported. (B)(4).

Event description:
Haemonetics received a report on (B)(4) 2014 for a pt who experienced a hypotensive reaction during use with the rs1vae, leukogard rs leukocyte removal filter with attached set for salvaged blood. No other info was provided. Haemonetics has attempted to follow up with the customer in order to retrieve additional info surrounding this report event. There has been no response to date from the customer.